Event description:
Model 6943: lead sensing difficulty/high defibrillation threshold. 4/4/06: cardiac defibrillation generator removed. Cardiac defibrillation implantation. Insertion of left ventricular lead for biventricular pacing.